Manufacturer narrative:
Sorin group italia manufactures the xtra procedure set tx/125. The incident occurred in yokohama, japan. Per exemption number e2016005, sorin group italia s.r.l. Is submitting the report for both sorin group italia s.r.l (manufacturer) and sorin group USA., inc. (Importer). The returned complained set was subjected to visual inspection and a crack was found by the bottom of the xtra bowl. The crack is the most probable origin of the claimed blood leak. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on the results of previous investigations performed on similar cases, the crack could have been triggered by sudden increase of the bowl internal pressure ascribable to obstruction of the outlet line, problems during the replacement of the waste bag or the formation of clots inside the bowl. Additionally, improper mounting of the bowl inside the centrifuge plate or prolonged use of the bowl might have triggered the crack. However, weakness along the bottom welding profile of the external bell could not be excluded. Without the possibility to analyze the print-out of the case, the specific root cause of the reported failure could not be clearly determined and identified. The worldwide complaint rate for this specific issue is low. Accordingly, livanova is not aware of any other similar event in the last 3 years. Livanova will not undertake specific corrective action. Livanova will keep monitoring the market for similar events.

Manufacturer narrative:
The complained xtra autotransfusion system procedure set tx/125 (catalog number 04255j, lot 1806110152) is not distributed in the USA, therefore the UDI is not applicable. The procedure set tx/125 is similar to the procedure set tx/125 item 04255, which is distributed in the USA, for which the device identifier is (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). Catalog number 04255j is not distributed in the USA, but it is similar to the procedure set tx/125 (catalog number 04255), which is distributed in the USA (510(k) number: k101586). The device manufacture date refers to manufacture date of the sterile, finished set. Sorin group (B)(4) manufactures the xtra procedure set tx/125. The incident occurred in (B)(6). Per exemption number e2016005. The involved device has been requested for return to sorin group (B)(4) for investigation. The device has not yet been received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Sorin group (B)(4) received a report that blood sprayed onto 2 medical engineers during patient blood processing utilizing a xtra procedure set (tx/125). There was no report of any injury.